Event description:
Patient with left ventricular assist device (lvad) therapy for 15 months presents with third gi bleeding event post lvad, in the setting of inr 2.6, octreotide therapy, and no aspirin since first gi bleed event. Patient's local oncologist contacted our team regarding concern for duodenal cancer recurrence based on local, routine pet scan. We conducted extensive gi workup and identified duodenal mass in the area of the prior surgical line. Biopsy confirmed adenocarcinoma. Heparin bridge to coumadin was resumed post bleed.